Event description:
It was reported that a faradrive steerable sheath was selected for a procedure to treat an atrial fibrillation (a fib). The faradrive sheath was opened and prepped on the back table as expected. Transseptal puncture was completed with a vxs connected and then removed dilator. The sheath aspirated correctly without a device inserted into the valve lumen. When we inserted a non-bsc catheter into the sheath was heard a hissing sound from the valve during the aspiration process. The sheath was exchanged, and utilized the new sheath for the pre-map, and during the exchange for the ablation on the second sheath we saw the same hissing sound from the sheath itself. We exchanged the sheath for a final time for a new one. This last sheath was utilized with the non-bsc catheter and post map and was able to get us through the rest of the case, but it had the same issue of hissing during aspiration as the other two sheaths. All three sheaths were from the same lot. The procedure was completed successfully without patient complications.

Event description:
It was reported that a faradrive steerable sheath was selected for a procedure to treat an atrial fibrillation (a fib). The faradrive sheath was opened and prepped on the back table as expected. Transseptal puncture was completed with a vxs connected and then removed dilator. The sheath aspirated correctly without a device inserted into the valve lumen. When we inserted a non-bsc catheter into the sheath was heard a hissing sound from the valve during the aspiration process. The sheath was exchanged, and utilized the new sheath for the pre-map, and during the exchange for the ablation on the second sheath we saw the same hissing sound from the sheath itself. We exchanged the sheath for a final time for a new one. This last sheath was utilized with the non-bsc catheter and post map and was able to get us through the rest of the case, but it had the same issue of hissing during aspiration as the other two sheaths. All three sheaths were from the same lot. The procedure was completed successfully without patient complications.

Manufacturer narrative:
The device has been received for analysis. Analysis of the returned faradrive sheath did not find any defects or confirm an existing leak path that supported the allegation of air ingress as described in the complaint summary. The "no problem detected" conclusion code was selected for the allegation of "leak" as analysis of the returned device did not find any defects or abnormalities to confirm an existing leak path or air ingress that contributed to the allegation of this event.